Event description:
During the surgical procedure, a small tear was noted on the distal end of the silicon tip cover while being used inside the patient. The tip was inspected prior to incision and no tear was detected at that time. Once the tip tore past 1mm, it was removed from the patient and replaced with a new tip. No injury to the patient. Cautery settings: 35 cut/35 fulgurate coag. New style tip cover. Traditional approach robotic partial nephrectomy.